Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not holding the drill bits was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device reflected heat in the elbow with a reading of 104 degrees fahrenheit which is greater than manufacturers' specification (104 degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit) and the unit reflected heat in the base with a reading of 106 degrees fahrenheit which is greater than manufacturers' specification (106 degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit). It was also observed that the bearing from the back end showed corrosion, however, the gear and bearing in the mid-section was like in new condition. The cause of heat in the mid-section was due to the heat transferring from the back end. The corrosion on the bearing in the back end is consistent with creating heat from improper cleaning. Which is also determined to be due to misuse, abuse and or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a posterior cervical spine decompression and fusion with instrumentation surgical procedure, at the back table prior to use on the patient, it was observed that the attachment device would not hold the cutter devices. During in-house engineering evaluation, it was observed that the device was heating up. There were no delays to the surgical procedure. A spare device was used to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.